Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cardiac ablation procedure using a brk transseptal needle, a cardiac perforation occurred. After transseptal puncture was performed with a brk transseptal needle, contrast was injected to verify placement. The needle displayed outside of the left atrium in the pericardial space and a pericardial effusion was noted. The patient remained hemodynamically stable and the effusion was monitored using fluoroscopy for approximately 30 minutes, at which time the procedure was aborted. There were no performance issues with any sjm device.